Event description:
It was reported that, "it was reported through the attorney for the pt as a result of a legal claim that allegedly, the pt received a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "squeaking" from the system."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.